Event description:
It was reported that during a pulse field ablation (pfa) procedure, a faradrive steerable sheath was selected for use. After the farawave catheter was inserted into the faradrive sheath, the back of the valve started to leak. When the physician went to aspirate the sheath, it was noted that the sheath is pulling air in the form of bubbles in the blood. Sheath was removed and a second faradrive was prepped and inserted. The procedure was completed successfully. No patient complications occurred. The device was received for analysis and investigation is still in progress.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during a pulse field ablation (pfa) procedure, a faradrive steerable sheath was selected for use. After the farawave catheter was inserted into the faradrive sheath, the back of the valve started to leak. When the physician went to aspirate the sheath, it was noted that the sheath is pulling air in the form of bubbles in the blood. Sheath was removed and a second faradrive was prepped and inserted. The procedure was completed successfully. No patient complications occurred. The device was received for analysis.